Event description:
A malfunction alarm was reported with no notable events occurring prior. The customer's blood glucose level was not adversely affected and did not exceed 500 mg/dl. Technical support assisted in resetting the pump malfunction code, and it did not recur. The customer was informed they could continue using the pump and instructed to contact support if the issue reoccurred, which they acknowledged and understood.